Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was not able to open. The manufacturer representative (rep) attempted to hold the door open button for over a minute, at which point the gantry door began to open much slower than expected. The issue was replicated outside of the procedure. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, unable to replicate reported issue. System checkout and system is operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.